Event description:
It was reported that the cot dropped down when unloading from the ambulance. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation underway.